Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker had a sudden drop of longevity. It was indicated that the patient has high output due to atrial fibrillation (af). As of this time, the device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a sudden drop of longevity. It was indicated that the patient has high output due to atrial fibrillation (af). As of this time, the device remains in service. No adverse patient effects were reported.